Event description:
The physician noted the sealing label of the inner package was missing. The target lesion was at the left anterior descending coronary artery. Changed another one to complete the procedure. No patient involved.

Manufacturer narrative:
Device evaluation summary: the reported complaint was confirmed on 01/15/2015, when the review was completed. Product analysis/review found that the manufacturers seal was not present on the tyvek pouch. The probable root-cause classification code assigned to this complaint is "manufacturing", in which product fails to meet specification due to the manufacturing process at the manufacturing site. Corrective actions will be documented through the CAPA system. A review of risk management documentation was completed and no updates were required. There were no CAPA, mrr or deviations generated for lot ce0002994 during the manufacturing process that may have contributed to the reported issue. A review of similar complaint trends was completed. There was one other complaint associated with lot ce0002994 which was unrelated to this complaint. This is considered the final report for this incident.